Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, high pacing impedance was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. X-ray and sem examinations found that all eight filars of the inner coil were fractured at the suture sleeve tie region. The cause of the reported events was isolated to the inner coil fracture which is consistent with an over-tightened suture tie. The reported event of increased impedance due to mechanical stress caused by a very tight sewed suture sleeve was confirmed.

Event description:
Additional information was received indicating the high pacing impedance was believed to be caused by mechanical stress due to a tight suture sleeve.